Manufacturer narrative:
A field service engineer (fse) was dispatched after the customer had already cleaned up the leak according to the defined laboratory protocol and the fse could not detect any problems with the system. The instrument performance checks were satisfactory and the unit was operational. Root cause could not be determined to date for this event. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) indicating that there was a leak noted at the blood sampling valve (bsv) and the air mix temperature control (amtc) areas in the unicel dxh 800 coulter cellular analysis system. In addition the customer could not verify the sample aspiration module (sam) alignment error. The leak appeared to be blood and isoton diluent. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.